Event description:
A tandem mobi cartridge alarm was reported by the caller during the load process, confirmed by cartridge alarm 34, and occurring with every occlusion alarm. There was no adverse impact to the customer¿s blood glucose level. The customer will use a backup insulin pump while cts replaces the pump. The replacement will have updated software, and the customer will receive training through their source account. Cts coordinated the return of the faulty pump using a pre-paid label and confirmed the customer should put the current pump into storage mode before shipping it back.